Event description:
It was reported that increased pacing lead impedance, high capture threshold, decreased r-wave amplitude and fracture were observed. The lead was capped and replaced. The patient was stable following the procedure and will be monitored.

Manufacturer narrative:
(B)(4).